Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle would not function. The following information was provided by the initial reporter: customer reported that the pen needles do not match the pen.